Event description:
It was reported that the subject device had an abnormal image. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide cover glass was chipped. The rear end of the light guide bundle was broken. The image was green screen, and multiple white dots were observed in the image. The universal cord was broken. Since the reported failure was not confirmed a definitive root cause could not be identified. Based on the results of the investigation of additional finding, it is likely the following led to the malfunction: the light glass cover was chipped due to a component failure of the distal end cover glass. The universal cord was broken due to a component failure of the universal cord. A component failure of the light guide bundle caused broken light guide bundle. The image was green screen due to a component failure of the universal cord. The multiple white dots in the image were caused due to a component failure of the electronical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.